Manufacturer narrative:
Insulin pump received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test. (B)(4).

Manufacturer narrative:
Pump received with intermittent button response due to j2 connector unlocked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump up button does not work. No significant events leading to keypad anomaly were observed. Unable to complete the troubleshooting due to customer has a new insulin pump. The insulin pump is not expected to return for analysis.